Manufacturer narrative:
(B)(4) received requests for additional information from FDA related to multiple medwatch reports from the same user facility (including medwatch report #s (B)(4)). All of the medwatch reports pertain to curlin painsmart iod volumetric accuracy issues when using a syringe as the medication reservoir. In its response, (B)(4) explained: "the volume inaccuracies reported by the facility can be attributed to the fact that the curlin painsmart infusion pump was being used to deliver medication contained in a syringe. . . . The wide degree of accuracy when using syringes together with a pump is due to a mechanical phenomenon known as "stiction," which is the friction that tends to prevent stationary surfaces from being set in motion. When used at low delivery rates, the friction between a syringe's plunger and its barrel causes a jerking effect, and its fluid is delivered as a series of small boluses. To add to the natural effect of stiction, syringes are usually mass-produced, and the fit between the plunger and the barrel may vary from batch to batch. Consequently, the jerking effect may also vary." In addition, the painsmart iod user manual contains the following warning: "user should be aware that the error in delivered drug volume may exceed +/-5% when a syringe is used with the curlin infusion pump. A mechanical problem, known as 'stiction,' may occur when the syringe is operated at low plunger speeds. The friction between the syringe plunger and the barrel causes the plunger to stick, then moves forward in a jerking motion, and the fluid will be delivered in a series of boluses. This effect will cause variations larger than +/-5% in the delivered volume. The fit between the syringe plunger and the barrel may vary from batch to batch and, consequently, the stiction effect may also vary. Due to this potential error, the delivery of powerful drugs with short half lives, such as catecholamines is not recommended." (B)(4) notes that none of the pumps referenced in these medwatch reports have been returned to (B)(4) for investigation, so no failure analysis has been possible. (B)(4) considers that the reported volumetric inaccuracy is due to the user's failure to understand the documented limitations and warnings described in the user manual, rather than a malfunction of the device. (B)(4) has provided a number of relevant educational resources to the reporting facility and has offered to visit the facility to provide additional training on proper use of the painsmart iod infusion pump. Device not returned to manufacturer.

Event description:
Customer stated: "pca pumps with syringe of dilaudid are not accurate with infusion amount, which is always greater than what is acutally given to the patient. For example, a new 50ml syringe of dilaudid pca will be applied and when the patient has used up a total 50ml, there will still be about 15 ml left in the syringe. In this case, patient had 50ml dilaudid syringe changed at 0500. By 0600, patient had attempted 7 bolus and 5 (ba/bg: 7/5). Current setting for pca is at 0.4 bolus/ 10 mins bolus interval/mas of 6 per hour. According to settings, each bolus should equate to 2 ml of dilaudid. At 0600 his syringe amount was at 45ml with ba/bg of 7/5. He should of only had 40 ml in the syringe because 5 bolusies of 0.4 mg/2ml were given between 0500-0600. Nurse stood by pump while patient pressed for a bolus and watched the entire infusion of a bolus and on 3 occasions, respectively, patient got what appears to ahve been 0.8ml, 0.8ml, and 0.5ml per bolus, when it should hve been 2ml per bolus. Charge nurse witnessed 3rd bolus of 0.5ml." (B)(4).